Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the footswitch and interconnect cable. It was also noted that the keyboard was loose and monitors were dark. Keyboard secured and the monitor settings were restored. Repaired loose ground wire on workstation. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has exposed wiring on footswitch (footswitch missing, and the interconnect cable is severly cut.) There was no report of pt injury.